Manufacturer narrative:
Unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 7 months. No further information was provided. A supplemental will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was hospitalized on (B)(6) 2017 for elevated lactate dehydrogenase (ldh) greater than 1100 u/l. At time of admission, the patient¿s inr was 2.3. The patient had some blood in their urine that cleared. No abnormal pump parameters were observed. On (B)(6) 2017, the patient suffered a cerebrovascular accident (cva) and was found to have critical stenosis of the left superior m2 branch; infarct was complete per ns. The patient was started on plavix in addition to aspirin 81 mg and warfarin with an inr goal 2.5-3.5. On (B)(6) 2017, the patient¿s ldh was 735 u/l. And the patient remained with aphasia and dysphagia but no other residuals. On (B)(6) 2017, it was reported that the patient was stable and required transition to a rehabilitation center for speech therapy. The patient was scheduled to be discharged from the inpatient rehabilitation center on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on lvas support. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.